Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture one month post-implant. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.